Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak. The alleged leak was thought to be in the port, but injection of methylene blue identified the leak in the band.